Event description:
Customer reported PICC line occlusions occurring more frequently since changing from se pumps to lvp 8100 infusion pumps; four occlusions were reported since may. Tpa was infused at 1 ml/h to successfully clear the patient's PICC line.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of PICC line occlusions could not be confirmed because the product was not returned for failure investigation. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.